Event description:
The customer stated that after replacing the alinity I stat high sensitive troponin-I reagent with a new bottle, a large number of patient samples (approximately 30) tested negative at 0.0 pg/ml. The customer questioned the results, so a sample that had been tested the previous day with a known value of 2.6 pg/ml was tested and the result was 0.0 pg/ml. The customer replaced the reagent bottle to resolve the issue and inquired as to why the new bottle generated false negative 0.0 pg/ml values. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13, that has a similar product distributed in the u.s. List number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that after replacing the alinity I stat high sensitive troponin-I reagent with a new bottle, a large number of patient samples (approximately 30) tested negative at 0.0 pg/ml. The customer questioned the results, so a sample that had been tested the previous day with a known value of 2.6 pg/ml was tested and the result was 0.0 pg/ml. The customer replaced the reagent bottle to resolve the issue and inquired as to why the new bottle generated false negative 0.0 pg/ml values. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Per the complaint notes, qc was done once every week or two weeks. Per product labeling the recommended control requirement for the alinity I stat high sensitive troponin-I assay is that a single sample of each control level be tested once every 24 hours each day of use. Expected results were obtained when the customer replaced the kit with a new kit from the same lot. In this case, reagent integrity issues at the time of testing could have contributed to the customer¿s observation. Based on the investigation, no deficiency for lot number 51213ud01 was identified.